Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), and h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection of the returned sample and the photo sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and bubbles/air were observed in the tubing. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly due to variations in the manufacturing or molding process of the spike on the returned sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h11. H4: the lot was manufactured november 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were bubbles in the tubing of an exactamix vented, micro-volume inlet. This issue was observed during setup. There was no patient involvement. No additional information is available.